Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, system sensor test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window.

Event description:
The customer indicated via phone call that unexplained high blood glucose has been experienced of 600 mg/dl to 642 mg/dl and was hospitalized with diabetic ketoacidosis. At the time of the call, the customer had blood glucose of 135 mg/dl. Troubleshooting found that the drive support cap was flush and damaged. The high pressure test failed once and then passed on the second try. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.